Event description:
Reporter stated that a pt capillary sample was measured, using the suspect device, with a result of 35 mg/dl. Eighteen minutes later, an add'l venous sample was reportedly obtained from the same pt, and when tested in the facility's lab, measured 158 mg/dl. Pt's capillary blood glucose was reportedly retested, 4 minutes after the lab test, using the suspect device, with a result of 87 mg/dl. Reporter indicated that pt was not treated based on values obtained on the suspect device. Reporter noted that quality control testing had been performed on the suspect device, and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.